Event description:
The patient's husband/reporter claimed that the patient's blood glucose was elevated on the morning of (B)(6) 2011 from 509 mg/dl to 560 mg/dl. The reporter noted that the patient's infusion site was changed the day before. Troubleshooting with the animas pump could not be done at the time of concern because the patient and animas pump were not present. The reporter indicated there was possibly air bubbles present in the cartridge during the patient's alleged elevated blood glucose. The animas representative provided training on how to prevent air bubbles in the cartridge. During a follow up phone call on (B)(4) 2011, the reporter declined to provide any more information and stated the patient's blood glucose is fine. Reportedly, a site/set changed resolved the reported issue. This complaint is being reported because the patient alleged had elevated blood glucose above 500 mg/dl while there was an alleged cartridge air bubble issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).